Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the current status of the patient is good condition.

Event description:
According to the reporter, during a laparoscopic left colectomy, the device¿s anvil was bent and the lumen of the anastomosis was completely closed. A surgical intervention was needed - they dilated the stenosis using the balloon to resolve the issue. There was an extension of hospitalization for 1 day due to the event. The patient is alive with temporary injury. There will be an additional operation to correct the issue.